Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped to the floor during a set change the day before. The device has a crack at the top of the battery compartment and at the corner of the screen going to the side of the case and the buttons are unresponsive. Customer also reported that now the insulin pump keeps alarming motor error during prime. Customer stated that the insulin pump was exposed to an xray about 18 months ago. Customer uses the sensor feature and is unable to complete the rewind sequence. Blood glucose value was 9.6 mmol/l. Customer was advised the insulin pump needs to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.